Event description:
It was reported that the patient underwent a posterior atlanto-axial fusion at c1-2. Three weeks post-op it was found that the bone screw was loose at c2 on the left side. It was also found that the set screws were loose. The patient underwent a revision surgery to replace the c2 pedicle screw and four set screws. The levels were also extended to c1-4. No additional information was found.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual, optical, functional and dimensional examination did not identify damage, deformation, material or functional issue with respect to the implant. The implant appears to be capable of performing its intended function.